Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site making it difficult for her to charge. The physician relocated the ipg and the patient was reportedly doing well following the procedure.